Event description:
Reporter indicated that pt was scheduled for a revision surgery due to pain. Further f/u revealed that the revision surgery tool place in 2002. The pt was having pain and stiffness along the path of the lead wires. The chest wound was explored and the lead were found to be adhering to the wall. The lead wires were freed and the pt is reported to be much improved. Attempts to obtain add'l info have been unsuccessful to date.